Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying/leveraging the device during use.

Event description:
On 3/13/2023, it was reported by a medwatch letter via email that an ar-1249 nitinol guide pin for bio-interference screws broke in the patient's tibia during a left knee arthroscopic assisted anterior cruciate ligament reconstruction with patellar tendon autograft and lateral meniscus repair procedure on (B)(6) 2022. The broken guide pin was discovered during a postoperative scan. A revision surgery took place to remove the broken fragment. No further information was reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.